Manufacturer narrative:
It was indicated that the device was disposed at the facility and will not be returned for evaluation; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the device was explanted and successfully replaced. Additional information was received, stating that the device was discarded. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the device was explanted and successfully replaced. Additional information was received, stating that the device was discarded. There were no patient complications or adverse effects reported. This device was subsequently recovered and returned to boston scientific for analysis.

Manufacturer narrative:
(B)(4). It was indicated that the device was disposed at the facility and will not be returned for evaluation; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Subsequently, the device was explanted and successfully replaced. Additional information was received, stating that the device was discarded. There were no patient complications or adverse effects reported.